Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patients humerus fractured during surgery.

Manufacturer narrative:
No device or photos were received since the device still remains implanted; therefore the condition of the component is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The investigation could not verify or identify any evidence of product contribution to the reported problem.